Event description:
It was reported that the wake button was sticking. Additionally, it was reported that the pump time was incorrect, cause was unknown. The customer declined troubleshooting with tandem technical support. Therefore, no additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.